Manufacturer narrative:
Additional customer contact information-(B)(6). Occupation: biomedical engineer. A getinge field service engineer (fse) stated during pm, found that touch screen calibration would not calibrate. Replaced touchscreen. Ran and passed all performance and functional tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units touch screen calibration test failed. There was no patient involvement.